Event description:
The customer reported that the attachment was found to be leaking following sterilization. There was no reported pt involvement.

Manufacturer narrative:
The device was received for eval, and the product confirmed to specifications.